Manufacturer narrative:
One device was returned for analysis. Visual inspection found a incorrect serial number (sn) label. Functional and visual tests were performed, and the reported issues were not duplicated. The cause of the reported issue was unknown. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited a bubbled dso and scratched lens. During physical inspection, it was found that there was a incorrect serial number (sn) label. There was no patient involvement, no patient injury was reported.